Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead .

Event description:
A healthcare professional reported there was generator wound dehiscence. Examination on (B)(6) 2016 revealed wound dehiscence at the generator site. The entire system was explanted/not replaced on (B)(6) 2016. The outcome was resolved without sequelae. Etiology was neurostimulator pocket, not related to the device or therapy and related to implant procedure. The patient's indication for use is non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.